Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.

Event description:
Update rec'd 3/4/2015 - medical records received. Patient revised to address metallosis and inflammation. Upon revision, murky, thick purulent appearing material, synovial staining, metal debris, and blackish brownish staining of the hip capsule were noted. The information received does not change the MDR decision. This complaint was updated on: 03/12/2014.

Event description:
Asr revision reported via sales rep; asr xl, right. The patient had elevated cobalt chrom levels and was experiencing pain in his hip.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.

Event description:
Update 01/30/2015- litigation papers received. Litigation alleges pain, discomfort, stiffness, weakness, and elevated metal ion levels. There is no new additional information that would affect the investigation. The complaint was updated on: 02/06/2015.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. (B)(4).